Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump and mentioned a cartridge fit issue as well. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved. No additional information was available regarding the outcome of the event.